Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 303552 and lot number 1272915. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h10.

Event description:
It was reported while using bd syringe 60 ml luer-lok¿ leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: syringe is leaking from the plunger.